Event description:
A site representative reported that during a cranial tumor resection procedure, the navigation system became unresponsive without sending an error message, or warning. This occurred prior to anesthesia. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient identifier, age and weight. No parts have been returned to manufacturer for evaluation.

Manufacturer narrative:
(B)(6).